Event description:
It was reported that during a stapled hemorrhoidectomy procedure, the event happened during firing. The patient had 3rd degree hemorrhoids; the device was fired and stapled three quarters at the anterior part; the remaining posterior half at 6 o'clock was cut a little bit and did not completely cut and no staples deployed on the patient's tissue "where the stapler stuck at the device." The washer was cut but due to uneven blade matching with the anvil it caused the missed stapling. The surgeon sutured the bleeding site and re-stapled again with another like device. The patient was fine and went back home the next day. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: usually, if for stapled hemorrhoidectomy, standard is day care or discharged the next day after passed motion like normal.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.